Event description:
Error 42.

Event description:
Error 42. Device history record was reviewed, no event linked with the reported issue was observed. Device log was not provided so no review could be performed. "Only the downstream sensor was received for investigation. Nothing was noticed during external visual check. The sensor was mounted on a platform and operated for 48 hours on maintenance mode. A perfusion was launched at various flow rates for few minutes. No issue was reported during those functional tests. The sensor values complied with the technical specifications and worked as intended. The event could not be reproduced. The fault may have been caused by another component of the pump or a faulty connection but as the pump was not returned this cannot be confirmed." The complaint is not confirmed. No action was initiated for this issue as per our local procedures.